Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed their supplies and resumed insulin therapy.

Manufacturer narrative:
B4 date of event. B5 describe event or problem. D10 concomitant products b4 date of event. B5 describe event or problem. D10 concomitant products.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumed insulin therapy.